Event description:
It was reported that the customer's insulin pump was resetting itself repeatedly and there were multiple alarms in the history, including motor error and unexpected restart alarms. Customer stated the insulin pump was not stored or not in use for an extended period of time and the unexpected restart alarm occurred while delivering a bolus. Customer was instructed to program a bolus into the air and the bolus amount was recorded into the bolus history. A self-test was performed and passed. The motor error alarm reportedly occurred during a bolus deliver. The insulin pump had not been exposed to any strong magnetic fields. Customer was not using the feature sensor and stated she was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose at time of report was 203 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked case at the display window corner, cracked reservoir tube window and a stained end cap sticker.